Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 13-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedances tests were performed when lying, standing and sitting and all but three electrodes had impedances over 10000 ohms on the 0-7 lead. There were no external or environmental issues that may have contributed to the issue the patient remembers. The patient and physician decided to replace the lead during the normal end of service replacement of the implanted battery. The issue was resolved at the time of the report. It was noted that all programming was on the 8-15 lead so all previous programs were functional until normal end of service. No patient symptoms reported.